Event description:
A malfunction on a customer's pump was reported, with no notable events occurring prior to the issue. The malfunction code displayed was not resettable, and the fault ID was available. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support (cts) responded by arranging for a replacement pump to be sent, advising the caller to use a backup therapy to ensure insulin delivery was not interrupted, and providing instructions for storing and returning the faulty pump. The caller understood the given instructions and acknowledged the guidance provided.